Event description:
It was reported that the pulse generator exhibited intermittent loss of telemetry. It was noted that the patient had a subpectoral implant. After pressing the wand closer to the device and clearing the data, the device resumed normal function. No patient symptoms were reported.